Manufacturer narrative:
Device evaluated by MFR:the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in lesion. The stenosed target lesion was located in the right coronary artery. A rotablator rotational atherectomy system was used to treat the target lesion. During procedure, the burr became lodged in the lesion and the patient had to be taken to surgery. No patient complications were reported and it was noted that patient was out of surgery and doing well.